Event description:
The consumer tried to reposition himself in bed with the trapeze handle, when the handle allegedly pulled away from the bar and hit him in the face. No injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this device. Carroll healthcare [invacare continuing care] bed, model cs fx600, has an accessory trapeze bar model ihcstrphd serial number unknown, was in use at the time of the consumer was hit in the head. The age and height of the consumer is unknown. Invacare provides a user installation instructions part number (B)(4) trapeze installation on cs bed.doc carroll healthcare inc. The consumer weighs (B)(6) lbs. The amount of weight/force the consumer used to reposition is unknown. On pages 2 and 3 of the installation instructions the following warnings are provided: "safe working load of the standard trapeze is 168 lb. (750 n). Do not exceed 168 lb. (750 n)." "Safe working load of heavy duty trapeze is 250 lbs. (1115 n). Do not exceed 250 lb. (1115 n)."